Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain at the pocket site due to the pocket location near posterior ribs. The patient underwent a pocket revision procedure. No device malfunction was suspected. The patient was doing well post-operatively.